Event description:
It was reported that a patient with a 29mm 7300tfx mitral pericardial valve underwent a valve-in-valve procedure after an implant duration of six (6) years, 10 months due to severe mitral stenosis and severe mitral insufficiency. The patient presented with increased sob worse with exertion. The tmvr was performed with a 29mm 9600tfx transcatheter valve. The patient was transported to the ICU in stable condition post procedure. The patient was discharged home on pod # 8.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b2, b5, b7, h6, h10 (additional manufacturer narrative) stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event was determined to be due to patient related factors. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
Additional manufacturer narrative: multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. Although the reason for the valve-in-valve is unknown, there has been no allegation of product malfunction or deficiency. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that a patient with a 29mm 7300tfx mitral pericardial valve has been scheduled for a valve-in-valve procedure after an implant duration of six (6) years, 10 months due to unknown reason. No other information was provided.